Event description:
Procedure: bullectomy. According to the reporter: on the second firing, the instrument made a crunch noise and would not fire completely. The surgeon could not remove the instrument and changed the stapler leaving the jaws closed across the issue. Although new stapler was used, the jaws would still not open and the ins was resected.

Manufacturer narrative:
Initial report sent to FDA on 04/16/2008.